Event description:
During an epicardial ventricular tachycardia procedure, an air leak occurred in the sheath. When the sheath was attempted to be flushed, it was noted that the tubing was clogged, and bubbles started to form inside the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.